Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.(B)(4).to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.additional information was requested, and the following was obtained:update event date as (B)(6) 2022. And additional information as below: the patient, a (B)(6)-year-old male, underwent coronary artery bypass grafting due to "coronary heart disease" (preoperative heart function, diseased vessels and extent were unknown) on (B)(6) 2022 (specific information such as surgical methods and selected bridging vessels was unknown).the surgeon used the polypropylene non-absorbable suture (epm8735, batch number unknown) produced by our company for continuous suture to perform the anastomosis between the bridging vessel and the posterior descending branch as well as the distal end of circumflex branch. It was observed during the operation that the calcification of posterior descending branch and circumflex branch was severe. The surgeon said that the suture operation went smoothly. After the completion of suture, the anastomotic stoma was well aligned. After no obvious active bleeding was observed, the chest was closed layer by layer. The operation was completed smoothly. One hour after the operation, the drainage volume of the surgical cavity suddenly increased by about 1000ml of bloody fluid (the specific location of the drainage tube was unknown), accompanied by a decrease in blood pressure (the specific value was unknown), followed by cardiac arrest. The operator considered that the patient may have bleeding at the surgical site, and immediately performed exploratory thoracotomy. The patient's heartbeat recovered after intraoperative emergency measures (including intrathoracic compression, defibrillation, ECMO, epinephrine, norepinephrine, lidocaine, amiodarone and other treatment means, the specific operation process, medication methods and dosage were unknown). At the same time, the exploration found that the suture at the anastomosis site at the distal end of the posterior descending branch ruptured, the anastomosis was in an open state, and the blood vessels were not torn. The operator immediately used other sutures (the specific product name and model were unknown) to re-perform the posterior descending branch anastomosis. The operation was smooth. After no other active bleeding, the chest was re-sutured. The patient lost about 2000-3000ml during the second operation (the specific blood transfusion was unknown). One day after the surgery ((B)(6) 2022), the patient was still in critical condition (the specific vital signs and treatment conditions were unknown), no signs of active bleeding were reported. The patient was discharged after the family signed the consent form to give up the treatment. On the same day, the patient died outside the hospital (the specific situation and cause of death were unknown). The operator reviewed that the first suture was smooth and the knotting was safe. However, the patient's vascular calcification was severe. The postoperative suture rupture might be caused by the damage of calcified plaque to the suture during the suture.please provide the patient's demographic information including weight, bmi at the time of index procedure: unk..lot number? Unk.how was the suture originally tied (multiple knots, square knot, etc.)? --the suture is tied by two sliding knots and six square knots, with a total of eight knots.what instruments were used in this procedure to handle the suture? --no device touches suture, just holding needle with needle holder during sewing.did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? --didn¿t observe any deficiency or anomaly before, during, after the suture placement or during any re-operation.was there any precipitating stress factor for the suture breakage? --no.other relevant patient history/concomitant medications? -- the patient had coronary heart disease and hypertension, concomitant medication was unknown.what is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor considered that severe vascular calcification might be the factor leading to suture rupture, and poor tolerance to ischemia caused by cardiovascular and cerebrovascular diseases might also be the influencing factor of deathwas a cause of death reported within the medical record or described in an autopsy report? Since the patient was discharged without death, the cause of death was not described in the medical record.would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? No.if applicable, will product be returned? If so, please provide the return date and tracking information. The actual product can¿t be returned.

Event description:
It was reported that a patient underwent cardiac bypass surgery on (B)(6) 2022 and suture was used for distal vessel anastomosis. One hour after returning to the ward, cardiac arrest was noted. The hospital performed emergency thoracotomy and found massive hemorrhage at the surgical site. Cardiac compression was performed. The bleeding point was found at the distal vascular anastomosis. The suture was with continuous sewing, in which one circle of suture was broken. Another like device was used at the breakage position. The patient was rescued. The patient died on the same day after discharge on (B)(6) 2022. Additional information was requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: update event date as (B)(6) 2022. And additional information as below: the patient, a (B)(6)-year-old male, underwent coronary artery bypass grafting due to "coronary heart disease" (preoperative heart function, diseased vessels and extent were unknown) on (B)(6) 2022 (specific information such as surgical methods and selected bridging vessels was unknown).the surgeon used the polypropylene non-absorbable suture (epm8735, batch number unknown) produced by our company for continuous suture to perform the anastomosis between the bridging vessel and the posterior descending branch as well as the distal end of circumflex branch. It was observed during the operation that the calcification of posterior descending branch and circumflex branch was severe. The surgeon said that the suture operation went smoothly. After the completion of suture, the anastomotic stoma was well aligned. After no obvious active bleeding was observed, the chest was closed layer by layer. The operation was completed smoothly. One hour after the operation, the drainage volume of the surgical cavity suddenly increased by about 1000ml of bloody fluid (the specific location of the drainage tube was unknown), accompanied by a decrease in blood pressure (the specific value was unknown), followed by cardiac arrest. The operator considered that the patient may have bleeding at the surgical site, and immediately performed exploratory thoracotomy. The patient's heartbeat recovered after intraoperative emergency measures (including intrathoracic compression, defibrillation, ECMO, epinephrine, norepinephrine, lidocaine, amiodarone and other treatment means, the specific operation process, medication methods and dosage were unknown). At the same time, the exploration found that the suture at the anastomosis site at the distal end of the posterior descending branch ruptured, the anastomosis was in an open state, and the blood vessels were not torn. The operator immediately used other sutures (the specific product name and model were unknown) to re-perform the posterior descending branch anastomosis. The operation was smooth. After no other active bleeding, the chest was re-sutured. The patient lost about 2000-3000ml during the second operation (the specific blood transfusion was unknown). One day after the surgery ((B)(6) 2022), the patient was still in critical condition (the specific vital signs and treatment conditions were unknown), no signs of active bleeding were reported. The patient was discharged after the family signed the consent form to give up the treatment. On the same day, the patient died outside the hospital (the specific situation and cause of death were unknown). The operator reviewed that the first suture was smooth and the knotting was safe. However, the patient's vascular calcification was severe. The postoperative suture rupture might be caused by the damage of calcified plaque to the suture during the suture. Please provide the patient's demographic information including weight, bmi at the time of index procedure: unk.. Lot number? Unk. How was the suture originally tied (multiple knots, square knot, etc.)? --the suture is tied by two sliding knots and six square knots, with a total of eight knots. What instruments were used in this procedure to handle the suture? --no device touches suture, just holding needle with needle holder during sewing. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? --didn¿t observe any deficiency or anomaly before, during, after the suture placement or during any re-operation. Was there any precipitating stress factor for the suture breakage? --no. Other relevant patient history/concomitant medications? -- the patient had coronary heart disease and hypertension, concomitant medication was unknown. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The doctor considered that severe vascular calcification might be the factor leading to suture rupture, and poor tolerance to ischemia caused by cardiovascular and cerebrovascular diseases might also be the influencing factor of death was a cause of death reported within the medical record or described in an autopsy report? Since the patient was discharged without death, the cause of death was not described in the medical record. Would the surgeon like to speak with ethicon medical safety and engineering via scheduled conference call regarding the product involved in this event? No. If applicable, will product be returned? If so, please provide the return date and tracking information. The actual product can¿t be returned.

Event description:
It was reported that a patient underwent cardiac bypass surgery on (B)(6) 2022 and suture was used for distal vessel anastomosis. One hour after returning to the ward, cardiac arrest was noted. The hospital performed emergency thoracotomy and found massive hemorrhage at the surgical site. Cardiac compression was performed. The bleeding point was found at the distal vascular anastomosis. The suture was with continuous sewing, in which one circle of suture was broken. Another like device was used at the breakage position. The patient was rescued. The patient died on the same day after discharge on (B)(6) 2022. Additional information was requested.